Event description:
It was reported that the patient experienced a perforation and the right ventricular (rv) lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.